Manufacturer narrative:
Evaluation will be completed upon return of controller.

Event description:
Biopsy using intact bles attempted (B)(6) 2014. User began device set-up, made patient incision, and inserted the bles wand into the patient. User then turned on the unit and noticed that the ground fault alarm was present. Three different grounding pads were tried with the same fault. Wand was removed from the patient and discarded. Patient incision was closed using normal procedure (steri-strip) without completing procedure. Biopsy rescheduled and successfully completed on (B)(6) 2014 using a different intact bles controller.